Manufacturer narrative:
B5 - describe event or problem: updated.

Event description:
It was reported that balloon deflation failure occurred. The target lesion was located in the posterior tibial artery. A 2.5x220x150 sterling balloon catheter was advanced for post dilatation. However, after the balloon was inflated at 6 atmospheres, it would not deflate. The balloon was attempted to deflate by pulling negative pressure but was unsuccessful. The device was finally removed while it was still inflated by manual extraction. The procedure was completed with a non-boston scientific device. No patient complications were reported and the patient was doing well. It was further reported that the balloon never deflated. A 50/50 saline-contrast ratio was used. A vascular surgeon removed the balloon intact over the course of four hours.

Event description:
It was reported that balloon deflation faillure occurred. The target lesion was located in the posterior tibial artery. A 2.5x220x150 sterling balloon catheter was advanced for post dilatation. However, after the balloon was inflated at 6 atmospheres, it would not deflate. The balloon was attempted to deflate by pulling negative pressure but was unsuccessful. The device was finally removed while it was still inflated by manual extraction. The procedure was completed with a non-boston scientific device. No patient complications were reported and the patient was doing well.

Event description:
It was reported that balloon deflation failure occurred. The target lesion was located in the posterior tibial artery. A 2.5x220x150 sterling balloon catheter was advanced for post dilatation. However, after the balloon was inflated at 6 atmospheres, it would not deflate. The balloon was attempted to deflate by pulling negative pressure but was unsuccessful. The device was finally removed while it was still inflated by manual extraction. The procedure was completed with a non-boston scientific device. No patient complications were reported and the patient was doing well. It was further reported that the balloon never deflated. A 50/50 saline-contrast ratio was used. A vascular surgeon removed the balloon intact over the course of four hours.

Manufacturer narrative:
B5: describe event or problem: updated device evaluated by MFR: returned product consisted of a sterling balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed that the inflation lumen is kinked 23.5cm from the tip. Microscopic examination revealed no additional damages. Inspection of the remainder of the device presented no other damage or irregularities.